Event description:
The customer reported an event during which an unspecified secondary medication flowed in to the primary container. There was no report of patient harm or medical intervention. The set was not saved and the customer does not have any add'l patient or event info.

Manufacturer narrative:
Manufacturer's report date: (B)(4). Internal file no: (B)(4). No product will ne returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.